Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a ptca procedure, the pt's graphix guide wire tip fractured. The lesion was located in the very calcified and tortuous small side branch of the diagonal. The guide was advanced past the lesion then prolapsed. The physician advanced it into the distal diagonal. The physician placed another MFR's stent in the proximal diagonal. Upon removing the guide wire, resistance was encountered and approx 15mm of the distal tip fractured off and remained in the vessel. The physician decided to not attempt guide wire tip retrieval due to the tortuosity and calcification of the vessel. Pt status listed as "fine".